Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
Material no: 305198 batch no: unknown. It was reported that during use of the needle 16gx1-1/2in rb when injecting saline bag, approximately 10-15 minutes after completion particulate matter was noted. The following information was provided by the initial reporter: per the complaint report, ¿on 28jan2020 at 08:30, a vial of fomepizole for injection was drawn up from the vial via needle (16 gauge bd/ product code ref 305198) and injected into a normal saline bag. The infusion solution used for dilution was 0.9% 100 ml nacl bag lot number jb1309b. Particulate matter was noted approximately 10-15 minutes after completion of the dilution (at approx. 08:40-8:45am). Due to the precipitate, a second vial from the same lot was diluted with no problem. The precipitate appear as white flakes, small crystallization. The particles were larger in size when compared to the second bag which was prepared. The needle was not changed between dilutions. The vials were stored at room temperature (temperature not specified). The vial was punctured only once during the dilution, at the designated piercing area of the rubber stopper.¿